Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple unknown low blood glucose (bg) levels. Bg cause was not known but customer suspects cause to be due to not bolusing for food before bed. Customer started to bolus for their food before bed and also adjusted their correction factor to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.